Event description:
The patient stated he felt weird and did not believe insulin was being delivered properly through the infusion device. His blood glucose measured over 20 mmol/l (360 mg/dl). The patient injected insulin via injection to lower his blood glucose. The patient's mother examined the infusion device and found insulin in the cartridge compartment. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.